Event description:
The customer reported that the unit turned itself on and off automatically. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the cpu pcba and the power management (pm) pcba revealed no evidence of damage or contamination. The cpu and pm boards were installed in an fi test ventilator. The supply voltages (35v, 12v, 5v, 3.3v) were measure at the output of the pm board and all were within specifications. The ventilator ran for at least two hours without any errors occurring and without any shutdowns or restarts. The ventilator was started up and shut down 5 times in the following configurations: with battery connected and ac disconnected, with battery disconnected and ac connected and with battery and ac connected. All passed without errors occurring.